Event description:
Event verbatim [preferred term] indication: product was applied by dentist [off label use], indication: product was applied by dentist [device use issue], burning chest [chest pain], burning head [burning sensation], wakes up with a headache between the eyes [headache], was wondering whether she was sensitive or allergic to the product [drug hypersensitivity], burning stomach [dyspepsia], , narrative: this is a spontaneous report received from a consumer or other non hcp from medical information team. A 61-year-old female patient received absorbable gelatin (gelfoam), since (B)(6) 2024 for dental operation. The patient's relevant medical history was not reported. Concomitant medication(s) included: thyroxin taken for thyroid disorder. The following information was reported: off label use (intervention required), device use issue (intervention required) all with onset may2024, outcome "recovered" (2024) and all described as "indication: product was applied by dentist"; chest pain (intervention required) with onset may2024, outcome "recovered" (2024), described as "burning chest"; burning sensation (intervention required) with onset may2024, outcome "recovered" (2024), described as "burning head"; headache (intervention required) with onset may2024, outcome "recovered" (2024), described as "wakes up with a headache between the eyes"; drug hypersensitivity (intervention required) with onset may2024, outcome "recovered" (2024), described as "was wondering whether she was sensitive or allergic to the product"; dyspepsia (intervention required) with onset 2024, outcome "recovered" (2024), described as "burning stomach". The action taken for absorbable gelatin was unknown. Causality for "indication: product was applied by dentist", "burning chest", "burning head", "wakes up with a headache between the eyes", "was wondering whether she was sensitive or allergic to the product" and "burning stomach" was determined associated to absorbable gelatin (malfunction). Clinical course: enquirer had gelfoam put in at the dentist ''2 weeks ago'' ( (B)(6) 2024) and had no symptoms on the first day but started to have symptoms on the second day. She reported burning chest, burning head which has subsided and now wakes up with a headache between the eyes. The dentist said they removed whatever they could, and rest was now absorbed. Enquirer was wondering whether she was sensitive or allergic to the product. Enquirer asked when the product was absorbed, how long did it stay in the body, and how was it eliminated. Also had burning stomach for the first 2 weeks (2024). It is all gone now and she is recovered from all the events. She used gelfoam but she is not sure of the manufacturer. (The reporter said, 'to be honest I do not know who the manufacturer is.. I just googled and ended up calling pfizer'). She does not have the lot number handy with her at the time of the call. Follow-up (04jul2024): this is a spontaneous follow up received from the same consumer, response of follow up letter. Updated information included: updated information included: patient's detail information(age), new concomitant medication, new event(burning stomach), update all event's outcome.

Event description:
Event verbatim [preferred term]. Indication: product was applied by dentist [off label use], indication: product was applied by dentist [device use issue], burning chest [chest pain], burning head [burning sensation], wakes up with a headache between the eyes [headache], was wondering whether she was sensitive or allergic to the product [drug hypersensitivity], burning stomach [dyspepsia], , narrative: this is a spontaneous report received from a consumer or other non hcp from medical information team and product quality group. A 61-year-old female patient received absorbable gelatin (gelfoam), since (B)(6) 2024 for dental operation. The patient's relevant medical history was not reported. Concomitant medication(s) included: thyroxin taken for thyroid disorder. The following information was reported: off label use (intervention required), device use issue (intervention required) all with onset (B)(6) 2024, outcome "recovered" (2024) and all described as "indication: product was applied by dentist"; chest pain (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "burning chest"; burning sensation (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "burning head"; headache (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "wakes up with a headache between the eyes"; drug hypersensitivity (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "was wondering whether she was sensitive or allergic to the product"; dyspepsia (intervention required) with onset 2024, outcome "recovered" (2024), described as "burning stomach". The action taken for absorbable gelatin was unknown. Causality for "indication: product was applied by dentist", "burning chest", "burning head", "wakes up with a headache between the eyes", "was wondering whether she was sensitive or allergic to the product" and "burning stomach" was determined associated to absorbable gelatin (malfunction). Clinical course: enquirer had gelfoam put in at the dentist ''2 weeks ago'' ((B)(6) 2024) and had no symptoms on the first day but started to have symptoms on the second day. She reported burning chest, burning head which has subsided and now wakes up with a headache between the eyes. The dentist said they removed whatever they could, and rest was now absorbed. Enquirer was wondering whether she was sensitive or allergic to the product. Enquirer asked when the product was absorbed, how long did it stay in the body, and how was it eliminated. Also had burning stomach for the first 2 weeks (2024). It is all gone now and she is recovered from all the events. She used gelfoam but she is not sure of the manufacturer. (The reporter said, 'to be honest I do not know who the manufacturer is. I just googled and ended up calling pfizer'). She does not have the lot number handy with her at the time of the call. Product quality group provided investigational results on 15jul2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (04jul2024): this is a spontaneous follow up received from the same consumer, response of follow up letter. Updated information included: updated information included: patient's detail information(age), new concomitant medication, new event (burning stomach), update all event's outcome. Follow-up (15jul2024): this is a follow-up report from pfizer product quality group providing investigation results.

Manufacturer narrative:
On 15jul2024, investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] burning chest [chest pain], burning head [burning sensation], wakes up with a headache between the eyes [headache], was wondering whether she was sensitive or allergic to the product [drug hypersensitivity], indication: product was applied by dentist [off label use], indication: product was applied by dentist [product use in unapproved indication], , narrative: this is a spontaneous report received from a consumer or other non hcp from medical information team. A female patient received absorbable gelatin (gelfoam), since (B)(6) 2024 for dental operation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (non-serious), product use in unapproved indication (non-serious) all with onset (B)(6) 2024, outcome "unknown" and all described as "indication: product was applied by dentist"; chest pain (intervention required) with onset (B)(6) 2024, outcome "recovering", described as "burning chest"; burning sensation (intervention required) with onset (B)(6) 2024, outcome "recovering", described as "burning head"; headache (intervention required) with onset (B)(6) 2024, outcome "unknown", described as "wakes up with a headache between the eyes"; drug hypersensitivity (intervention required) with onset (B)(6) 2024, outcome "unknown", described as "was wondering whether she was sensitive or allergic to the product". The action taken for absorbable gelatin was unknown. Additional information: enquirer had gelfoam put in at the dentist ''2 weeks ago'' ((B)(6) 2024) and had no symptoms on the first day but started to have symptoms on the second day. She reported burning chest, burning head which has subsided and now wakes up with a headache between the eyes. The dentist said they removed whatever they could, and rest was now absorbed. Enquirer was wondering whether she was sensitive or allergic to the product. Enquirer asked when the product was absorbed, how long did it stay in the body, and how was it eliminated. Causality for "burning chest", "burning head", "wakes up with a headache between the eyes", "was wondering whether she was sensitive or allergic to the product" and "indication: product was applied by dentist" was determined associated to absorbable gelatin (malfunction).

Event description:
Event verbatim [preferred term] indication: product was applied by dentist [off label use], indication: product was applied by dentist [device use issue], burning chest [chest pain], burning head [burning sensation], wakes up with a headache between the eyes [headache], was wondering whether she was sensitive or allergic to the product [drug hypersensitivity], burning stomach [dyspepsia], , narrative: this is a spontaneous report received from a consumer or other non hcp from medical information team and product quality group. A 61-year-old female patient received absorbable gelatin (gelfoam), since (B)(6) 2024 for dental operation. The patient's relevant medical history was not reported. Concomitant medication(s) included: thyroxin taken for thyroid disorder. The following information was reported: off label use (intervention required), device use issue (intervention required) all with onset (B)(6) 2024, outcome "recovered" (2024) and all described as "indication: product was applied by dentist"; chest pain (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "burning chest"; burning sensation (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "burning head"; headache (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "wakes up with a headache between the eyes"; drug hypersensitivity (intervention required) with onset (B)(6) 2024, outcome "recovered" (2024), described as "was wondering whether she was sensitive or allergic to the product"; dyspepsia (intervention required) with onset 2024, outcome "recovered" (2024), described as "burning stomach". The action taken for absorbable gelatin was unknown. Causality for "indication: product was applied by dentist", "burning chest", "burning head", "wakes up with a headache between the eyes", "was wondering whether she was sensitive or allergic to the product" and "burning stomach" was determined associated to absorbable gelatin (malfunction). Clinical course: enquirer had gelfoam put in at the dentist ''2 weeks ago'' ((B)(6) 2024) and had no symptoms on the first day but started to have symptoms on the second day. She reported burning chest, burning head which has subsided and now wakes up with a headache between the eyes. The dentist said they removed whatever they could, and rest was now absorbed. Enquirer was wondering whether she was sensitive or allergic to the product. Enquirer asked when the product was absorbed, how long did it stay in the body, and how was it eliminated. Also had burning stomach for the first 2 weeks (2024). It is all gone now and she is recovered from all the events. She used gelfoam but she is not sure of the manufacturer. (The reporter said, 'to be honest I do not know who the manufacturer is. I just googled and ended up calling pfizer'). She does not have the lot number handy with her at the time of the call. Product quality group provided investigational results on (B)(6) 2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (04jul2024): this is a spontaneous follow up received from the same consumer, response of follow up letter. Updated information included: updated information included: patient's detail information(age), new concomitant medication, new event (burning stomach), update all event's outcome. Follow-up (15jul2024): this is a follow-up report from pfizer product quality group providing investigation results. Amendment: this follow-up report is being submitted to amend previous information: update imdrf/FDA codes to allow appropriate exporting to local health authorities requiring this information for device constituent reporting.

Manufacturer narrative:
On (B)(6) 2024, investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.